Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. There was no reported adverse impact to the customer¿s blood glucose level. Customer changed pump supplies to address the issue.